Event description:
A (B)(6) patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable connector was cracked and the orange (+5v) wire in the connector was open, causing the service code 204. The root cause of the damaged connector and open wire could not be positively identified but was likely excessive force. No adverse event resulted from the broken connector and open wire. The patient received a replacement electrode belt.